Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was due to loose connector. The cause of why the connector was loose could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the hd autoclavable camera head had a loose connection. Upon inspection of the customer¿s returned device it was observed, the image was noted to be distorted due to a loose connector. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction mentioned, it was observed: the coupler had come out from the socket. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.